Event description:
Remained broken needle in his or her body [medical complication]. "Remained broken needle in his or her body" and concerns a patient (age and gender unk) who was using a novofine 6 mm (31g) needle for an unk indication. In 2006 the patient received an injection by one of his/her parents, during which the needle broke off and remained in the patient's skin. In the following day, an x-ray exmination showed that the needle was located in one of the patient's buttocks. Reportedly the patient was admitted to the hospital on the 4th day and had the needle removed under general anaesthesia and was discharged in the next day. Reportedly, the patient has not yet recovered from the event.

Manufacturer narrative:
Based on review of historical data, the frequency and severity of the occurrence of broken needles is below the expected occurrence for this device.